Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 265 mg/dl. The customer¿s expected am fasting blood glucose test result range is 180-260 mg/dl. At the time of the call the customer reported symptoms of headache and nausea; customer's doctor had informed him it was due to the dosage of diabetic medication. Customer stated that on (B)(6) 2022 he had passed out; customer stated he had not tested his blood glucose at the time. Customer stated he had contacted his doctor and gone to an appointment on (B)(6)2022. Doctor had performed a blood test using their meter and had obtained a result of 180 mg/dl fasting; customer had performed a back to back test using the true metrix meter and had obtained a result of 256 mg/dl fasting. Customer had not used the proper testing technique, stating the tests had been performed using the same drop of blood. Doctor had informed customer that his passing out had been due to the dosage of his diabetic medication being too high. Doctor had decreased the dosage of trulicity and jardiance and advised customer to return in two weeks for a follow-up appointment. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 11/23/2022 and test strips were opened two months prior to call. The meter memory was reviewed for previous test result history: result 1: 265 mg/dl, date: (B)(6), time:10:30 am, fasting. Result 2: 200 mg/dl, date: (B)(6), time: 8:30 am, fasting. Result 3: 210 mg/dl, date: (B)(6), time: 9:43 am, fasting. Result 4: 249 mg/dl, date: (B)(6), time: 8:41 am, fasting. Result 5: 219 mg/dl, date: (B)(6), time: 9:42 am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Note 1: manufacturer contacted customer in a follow-up call on 04-feb-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. No additional blood tests were reported being performed using the true metrix meter. Note 2: manufacturer contacted customer in a follow-up call on 11-feb-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 04-apr-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: (B)(6): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm. System to the results from a competitor¿s bgm system.

Manufacturer narrative:
Sections with additional information as of 03-may-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.